Event description:
It was reported as the tunneller, carrier, and extensions were being pulled from the site of the ipg pocket to the lead site (skull), the carrier broke within the tunneller. The carrier had snapped at the junction where the first of the extensions sits. An incision was made in the patient's neck to retrieve the extensions and the remainder of the tunneller. The extensions appeared to be intact and were tunneled the remainder of the distance up to the leads in the skull with no further event. The patient's status was uneventful after the device was removed.